Manufacturer narrative:
Brand name and d4 model number: the subject device is not sold or marketed in the u.s. But is similar to model "2800"; brand name "carpentier-edwards perimount rsr pericardial bioprosthesis" which is sold and marketed in the u.s. No other details reported.

Manufacturer narrative:
The subject device was evaluated. Per our evaluation, customer report of stenosis and heavy calcification were confirmed. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice was also observed. The x-ray demonstrated calcification, commissure 3 wireform bent. Sewing ring was also cut from commissure 2 to commissure 3. These damages are most likely due to explant.

Event description:
As reported, an edwards aortic valve was explanted after an implant duration of approximately fifty one (51) months. Based on the follow-up with the health-care provider, the explant was due to degeneration and calcification causing aortic stenosis. Per the operative report provided, the aortic valve shows severe calcification of the left coronary pocket. They are completely immobile which explains the aortic stenosis. The flap is completely resected and a 25mm edwards valve is implanted. No evidence of paravalvular leak. The patient is in stable condition.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the subject device was not returned, therefore, no evaluation was performed. A supplemental report will be submitted once the subject device is returned and evaluated. Although the root cause cannot be confirmed without the subject device, per the operative report provided, the subject valve was calcified and immobile which explains the aortic stenosis. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.